Event description:
It was reported that the patient received inappropriate therapy. It was noted that the device treated atrial fibrillation as ventricular tachycardia (vt)/ventricular fibrillation (vf) sometimes because of the intermittent ability to discriminate due to rapid ventricular response (rvr). Consequent to the shocks, the device had reached elective replacement indicator (eri) early. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : (B)(4): initially, the actual device was not received for evaluation, however performance data was collected from the device and analyzed. Analysis revealed normal battery depletion. Concomitant products : 4470 competitor implantable pacing lead (B)(6) 2003; 4512 competitor implantable pacing lead (B)(6) 2003. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.